Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potential false positive results for a patient¿s samples using the cobas® sars-cov-2/influenza a/b assay. The customer reported they collected a sample from a patient who had to show two consecutive sars-cov-2 negative test results for clearance to be admitted into a nursing facility. The test results for the collected sample analyzed on the cobas liat system generated a sars-cov-2 negative result. A second newly collected sample was analyzed on the cobas liat system generated a sars-cov-2 positive result. The same sample was also tested on the cepheid that generated a sars-cov-2 positive result. A third sample collection from the patient was analyzed on the cobas liat system generated a sars-cov-2 negative result. A fourth sample collection from the patient was analyzed on the cobas liat system generated a sars-cov-2 positive result and then analyzed on the cepheid that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal and universal transport media (utm). As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. The results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patient's sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).